Event description:
Consumer initially called to report inaccuracies with their paradigm link meter. Company was unable to perform clark error grid analysis due to consumer inability to define time lines, comparisons to other meters, lab results, etc,. However, during the course of the conversation the consumer reported that their fiance' had allegedly died from a hypoglycemic episode due to use of bd test strips.